Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subjected otv-s7h-1d-f08e was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc tried to reproduce the reported phenomenon, but the phenomenon could not be reproduced. Omsc confirmed the following things. This event occurred soon after the repair. Omsc confirmed the repair part and the malfunction caused by the repair work, but there was no abnormality found. Omsc confirmed the operation with the subject otv-s7h-1d-f08e and the otv-s7v owned by omsc, but there was no abnormality found. Omsc confirmed the video plug of electrical contacts, but there was no abnormality found. Omsc confirmed the water-tightness, but there was no abnormality found. The root cause of this event could not be conclusively determined, because the reported phenomenon was not reproduced. Omsc surmised that the cause of this event was the following in theory. There were any foreign materials or moistures at the video plug of electrical contacts. Thus, the communication between the subject otv-s7h-1d-f08e and the video processor was blocked temporarily. As a result, the communication error occurred and the endoscopic image was fuzzy. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subjected device has not been returned to olympus medical systems corp.(omsc). Omsc will continue the investigation about this issue. The otv-s7h-1d-f08e instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The user facility performed tul using the subject device. At the end of the procedure, the endoscopic image was fuzzy, and the user facility could not see the inside of the patient¿s body. The user facility replaced the subject device with a spare device, and completed the procedure. There was no report of the patient¿s injury regarding this event.